Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed no evidence of power reboots occurring. During testing, the pump powered on with audio tones and vibrations but the display was blank. The battery cap was able to be fully secured to the pump. The complaint that the pump had no power was not able to be adequately investigated due to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged, after dropping the pump, that the display screen was cracked and the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.